Event description:
It was reported that this implanted lead was suspected to be fractured and was exhibiting a significant increase in pacing impedances, threshold measurements, as well as undersensing and loss of capture. Surgical intervention was performed, and the lead was abandoned and replaced. No additional adverse patient effects were reported.